Event description:
It was reported that this rv lead was surgically capped and abandoned due to high pacing thresholds. A new rv lead was successfully placed, no adverse patient effects were reported.